Event description:
Reporter stated customer woke up in the morning of and he was very groggy and kept falling over. His father sat him down on a chair and customer had a seizure. Mother of customer realized that he had low blood sugar and tested with mobile system 1 with strip lot 278197 and obtained a result of 5.7 mmol/l. Mother performed another blood test with mobile system 2 with strip lot 278212 and obtained a reading of 4.7 mmol/l. Mother then tested with a competitor meter and the result was 2.7 mmol/l. All three blood glucose tests were done within two minutes. The customer's parents called an ambulance. At an unknown time, the ambulance personnel arrived and performed a blood sugar test with a result of 1.8 mmol/l. Customer was given "sugar and glucose" by the paramedics. His blood sugar level began to rise and the paramedics left. Customer was not transported to the hospital and he feels fine presently. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in united kingdom while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 1. (B)(6).